Manufacturer narrative:
H2: correction: additional information was received and b5 was updated in the previous supplemental report however "additional information" in h2 was not checked. I have checked the box and kept the updated event description in b5. Aware dates are the same. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system had an amber led light on the camera when booted up but the camera was still functioning. The clinical specialist (cs) went to the site and launched the network device interface (ndi) toolbox which showed everything was okay. When advancing into the spine software and verifying instruments the light had turned orange and indicated illuminator current failure. It was reported that the camera could still function. There was no patient present at the time of the event.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system had an amber led light on the camera when booted up but the camera was still functioning. The clinical specialist (cs) went to the site and launched the network device interface (ndi) toolbox which showed everything was okay. When advancing into the spine software and verifying instruments the light had turned orange and indicated illuminator current failure. It was reported that the camera could still work, even with the fault light on. There was no patient present at the time of the event.

Manufacturer narrative:
H3: additional information was received about the system checkout. It was reported that hardware parts were replaced and the system was performing as intended and passed all checkouts. The same codes are applicable: 10, 120 and 4307. H3: the position sensor unit (camera/psu) was returned and analyzed. The psu powered up without the amber fault light on but it came on after testing. The event log showed a long series of intermittent entries for low illuminator current dating back to march 2019. The illuminator current was out of range. The psu passed an accuracy test at 0.18mm, with a passing threshold of 0.35mm. The same psu had previously been returned and repaired for the same failure. Codes 10, 120 and 4307 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A work order was completed and the system failed hardware checkout due to the illuminator current fault. The system was not performing as intended and did not pass checkout. Other relevant device(s) are: psu kit 9735346r spectra rwk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system had an amber led light on the camera when booted up but the camera was still functioning. The clinical specialist (cs) went to the site and launched the network device interface (ndi) toolbox which showed everything was okay. When advancing into the spine software and verifying instruments the light had turned orange and indicated illuminator current failure. There was no patient present at the time of the event.